Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was reported. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional information become available, a supplemental report will be submitted.

Event description:
It was reported that a system error 2240 alarm (air in set/line) occurred on the homechoice device during dwell three of four in peritoneal dialysis. The patient was connected at the time of the alarm. The registered nurse from the nursing home states there are no obvious signs for the se 2240 alarm. The technical service representative advised the registered nurse to end the therapy and follow up with the peritoneal dialysis registered nurse. The technical service representative assisted the registered nurse to end therapy and remove the cassette. There was nothing unusual noted with the supplies or the setup that could have caused or contributed to the alarm. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.